Event description:
The company was informed that the recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly experienced decreased performance and short battery life. The recipient reportedly elected for revision surgery for a technology upgrade. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The failure of this device was confirmed, however, the root cause of the failure was unable to be determines. Since failure analysis could not determine the root cause of the problem, no corrective action can be implemented. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics received permission on behalf of the recipient to proceed with failure analysis on (B)(6) 2022. The explanted device was received at the company on (B)(6) 2022 and is currently undergoing analysis. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.